Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to service facility for evaluation. During evaluation, the reported issue of probe failing element test was confirmed. The probe fails the transducer element test with 6 out of 8 failed transducer elements. The probe displays a dark image due to the bubble underneath the transducer pad. The root cause is due to an internal failure within the probe.

Event description:
It was reported per tm, probe is failing test with red x. No other information was provided. 09/18/2024: evaluation found probe displays a dark image due to internal probe failure.